Event description:
Boston scientific received information and concern that this cardiac resynchronization therapy defibrillator (crt-d) may not be capturing. Telemetry drop out was noted on an electrogram however there was no shock or surface channel to verify. Technical services discussed troubleshooting and advised evaluating the patient in clinic. No adverse patient effects were reported.

Manufacturer narrative:
A health care later reported that the alleged loss of capture was on all the leads; atrial, right ventricular and left ventricular leads. However, the loss of captured was not confirmed. The physician has elected to continue to monitor this patient.